Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing unexplained high and low blood glucose levels. The customer reported having a blood glucose level of 538 mg/dl several days before the call, which was treated with a manual injection. The customer also reported having low blood glucose levels that he could not raise above 200 mg/dl. Blood glucose level at the time of the call was 59 mg/dl, possibly due to the customer bolusing too much. The insulin pump was not replaced or returned for analysis.